Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported insufficient flow or under infusion could not be determined. Analysis of the returned saline line identified a piece of foreign material occluding the flow of saline through the tubing. The source of the material could not be conclusively determined, however the appearance is similar to the seal present on saline bags or IV bags that get punctured during a draw. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings and investigation conclusions).

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a moderately calcified proximal segment in the left anterior tibial (at) artery. The flow of saline appeared to be sufficiently flowing during device preparation, however, when it was removed from the body and flushed, it appeared that the saline did not come out of the tip of the oad. During the procedure, it appeared the saline could not reach the handle of the oad, thus the oad was removed from the patient. It was observed blood had backed up into the oad. A second oad was used to complete the procedure. No patient complications were reported as a result of this event. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a moderately calcified proximal segment in the left anterior tibial (at) artery. The flow of saline appeared to be sufficiently flowing during device preparation, however, when it was removed from the body and flushed, it appeared that the saline did not come out of the tip of the oad. During the procedure, it appeared the saline could not reach the handle of the oad, thus the oad was removed from the patient. It was observed blood had backed up into the oad. A second oad was used to complete the procedure. No patient complications were reported as a result of this event. The patient was in stable condition.